Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. For the lot involved in this complaint, we received in addition 59 complaints. All complaints came from the same clinic in another country. None of the complaints happened during the first use of the dialyzer. The clinic cannot provide information that allows to reproduce the failure, as the problem does not exist anymore.